Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement; (B)(6), (B)(6) 2018. Primary implant date: (B)(6) 2012. Revision total hip for possible liner breakage/dissociation from pinnacle cup. Surgeon accessed the acetabulum and was able to remove the liner from the cup. No cup removal tool was required. On inspection the ards looked as though they were worn down and I was unable to see the circumferential locking barb. The cup was inspected for any damage and surgeon happy to replace just the liner and head. Male patient.